Manufacturer narrative:
A ge service representative performed an over the phone investigation. The biomed reseated the system connections. The system was found to be working as intended. The system was put back into service.

Event description:
The customer reported an interlock failure error message. Per the fe, the system was down and was unable to boot. There is no report of death or serious injury associated with the event.